Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic laser probe cannot enter the trocar during a surgery. The involved eye and the patient identifier are not available.

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #02 manufacturing report number 2028159-2023-00473 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 06-27-2023 is being corrected to 09-26-2023. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, there was a probe returned for testing on this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. A probe received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities, and no nonconformity within the optical fiber at the subminiature version a (sma) connector. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar, and the laser probe was found to get stuck when being inserted into the trocar. A visual assessment under a microscope was performed and revealed a clear foreign material on the cannula. How or when this clear foreign material was deposited is inconclusive. The cannula outer diameter was measured to be 0.0206 inches in one location, which meets the specifications of 0.0200 - 0.0209 inches. The cannula outer diameter was measured to be 0.0221 inches in another location and was thus found to be oversized. How or when the clear foreign material was deposited on the cannula is inconclusive. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).